Event description:
It was reported that the patient presented for an implant procedure. During initial implant, ectopy and brief ventricular tachycardia were observed once the leadless pacemaker system had deflected into the right ventricle. After some mapping was completed, the right ventricular leadless pacemaker was intended to be repositioned. Upon advancing the protective sleeve of the delivery catheter, the helix became distended and caught on bodily tissue. The system was exchanged and the replacement device was completed without further issue. The patient was stable.

Manufacturer narrative:
The reported event of stretched helix was confirmed. Visual inspection showed that the helix was stretched out of specification consistent with having occurred during procedure. Performed DHR review to ensure that each manufacturing and inspection operation was performed. The device passed all tests. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.